Event description:
It was reported that during a ureterorenoscopy procedure, a perforation occurred. The target stricture was in the right ureter. A gemini basket was advanced to retrieve a stone that was "firmly incarcerated" in the ureter lumen. During removal, the basket and stone got stuck and a perforation in the ureter was noticed. Through repeated opening and closing of the basket and applying slight tension to the instrument, the ureterorenoscope and basket were able to be retracted to the ostium. The basket handle was removed. The ureterorenoscope was removed. The remainder of the basket was able to be removed after an incision was made in the ureter. It was noticed that "some" of the basket wires appeared broken. A non-bsc dj catheter and a non-bsc irrigation catheter were inserted. The pt received IV antibiotics during the procedure. There were no additional pt complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.